Event description:
Boston scientific received information that approximately one week post implant, this left ventricular lead became dislodged. A revision procedure was performed; the lead was removed and replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
A new competitor left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.